Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found the exposed portion of the soft cannula to be stretched. During investigation, the soft cannula measured out of specification at 1.14 inches. Fluid was observed leaking out of the intended fluid path from a tear in the exposed portion of the soft cannula. It could not be conclusively determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 24 and 36 hours on the back. For treatment, the patient changed out the pod for a new pod.